Manufacturer narrative:
An event of "nonstructural dysfunction (stenosis)" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23 mm trifecta valve was implanted. On (B)(6) 2017, a CT was performed and the patient was diagnosed with nonstructural dysfunction (stenosis) of the aortic valve. On (B)(6) 2017, the patient underwent a valve-in-valve procedure with a 23 mm sapien3 valve. The patient is reported to be stable. Per the site, this event is possibly related to the valve. (Clinical study patient ID: (B)(6)).